Event description:
The initial attorney report alleged pain, substantial medical treatment, scarring, disfigurement, permanent and severe injury after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2007: pt underwent repair of a incisional hernia repair with a composix kugel. On (B)(6) 2007: post op, pt complains of pain, no evidence of infection. On (B)(6) 2007: pt has abdominal pain, swelling, post operative seroma. On (B)(6) 2007: pt underwent wound exploration with removal of the seroma pocket and excision of necrotic tissue. Pt states possible (B)(6) infection exposure. On (B)(6) 2007: pt complains of pain. Exam reveals abdominal wall cellulitis with good healing. On (B)(6) 2007: emergency room visit, pt states she has been dealing with an abdominal wall abscess and (B)(6) since (B)(6). On (B)(6) 2007: pt was admitted for chronic infection of ventral wall mesh and underwent explant of the composix kugel. A non bard graft was placed. On (B)(6) 2007: abdominal wound abscess: (B)(6) infection; malnutrition; venous access. On (B)(6) 2008: pt admitted to hospital for (B)(6) bacteremia and infected catheter; urinary retention; hypoxia; anemia.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the medical records provided, it is unk if the mesh caused or contributed to the reported event. The pt has comorbidities including long standing tobacco use, type 2 diabetes and a history of multiple abdominal surgeries. The pt underwent a repair of an incisional hernia with composix kugel in (B)(6) of 2007. Following the procedure, the pt developed (B)(6) where the medical records note "she possibly was exposed to a friend undergoing current wound care for (B)(6) infection of opened wounds who presented to her home". In (B)(6) 2007, the pt developed a chronic mesh infection and subsequently underwent a mesh explant. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. Unresolved infection, however, may require removal of the prosthesis." No lot number has been provided; therefore a DHR review is not possible. Additionally, no sample was returned for evaluation. Without additional information, no conclusion can be drawn.